Event description:
It was reported that during activation on (B)(6) 2013, it was found that only six of the electrode channels were able to be used.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.